Event description:
The caller alleged discrepant results when repeated the test in the inratio meter. The test results are as follows: 5.4, 4.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of repeated inratio test results provided by end-user at time complaint was filed: 5.4, 4.5, average 4.95, stdev 0.64, %cv 12.86. The acceptance criterion for imprecision is a %cv of 20 or less as per internal procedure revb2. The %cv for the repeated test is 12.86 which is less than 20%. Product will not investigated.